Event description:
Procedure: lap colon. Reportedly, about 2.5 hours after surgery, bleeding from superior rectal artery sealed with ligasure v handpiece was confirmed. Amount of blood loss was about 3900cc. An open procedure was immediately performed, and the artery was treated with ligation. The repair procedure took approximately 1 hour. There was no report of blood transfusion required.